Event description:
Bayer case number: (B)(4). Vaginal discharge [vaginal discharge], catamenial migraines / migraine attacks [menstrual migraine] , nausea [nausea] , dry eye [dry eye] , difficulty focusing [difficulty focusing eyes] , loss of libido [loss of libido] , candidiasis [candidiasis] , memory disturbance [memory disturbance] , poor blood circulation [disorder circulatory system] , concentration problem [concentration impairment] , dental sensitivity [sensitivity of teeth] , depressive tendency [depressive stupor] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of vaginal discharge ("vaginal discharge") in a 37-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced vaginal discharge (seriousness criterion intervention required), migraine ("catamenial migraines / migraine attacks"), nausea ("nausea"), dry eye ("dry eye"), vision blurred ("difficulty focusing"), loss of libido ("loss of libido"), candida infection ("candidiasis"), memory impairment ("memory disturbance"), cardiovascular disorder ("poor blood circulation"), disturbance in attention ("concentration problem"), hyperaesthesia teeth ("dental sensitivity") and depression ("depressive tendency"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to migraine, nausea, dry eye, vision blurred, vaginal discharge, loss of libido, candida infection, memory impairment, cardiovascular disorder, disturbance in attention, hyperaesthesia teeth or depression. The reporter commented: period of occurrence: (B)(6) 2013. (Female) patient¿s current status: catamenial migraines and persistent migraine attacks - nausea ¿ dry eye - difficulty focusing ¿ vaginal discharge ¿ loss of libido - candidiasis ¿ memory disturbance ¿ poor blood circulation ¿ concentration problems ¿ dental sensitivity ¿ depressive tendency. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) vaginal discharge [vaginal discharge] , catamenial migraines / migraine attacks [menstrual migraine] , nausea [nausea] , dry eye [dry eye] , difficulty focusing [difficulty focusing eyes] , loss of libido [loss of libido] , candidiasis [candidiasis] , memory disturbance [memory disturbance] , poor blood circulation [disorder circulatory system] , concentration problem [concentration impairment], dental sensitivity [sensitivity of teeth] , depressive tendency [depressive stupor] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. The most recent information was received on 24-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of vaginal discharge ("vaginal discharge") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced vaginal discharge (seriousness criterion intervention required), migraine ("catamenial migraines / migraine attacks"), nausea ("nausea"), dry eye ("dry eye"), vision blurred ("difficulty focusing"), loss of libido ("loss of libido"), candida infection ("candidiasis"), memory impairment ("memory disturbance"), cardiovascular disorder ("poor blood circulation"), disturbance in attention ("concentration problem"), hyperaesthesia teeth ("dental sensitivity") and depression ("depressive tendency"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to migraine, nausea, dry eye, vision blurred, vaginal discharge, loss of libido, candida infection, memory impairment, cardiovascular disorder, disturbance in attention, hyperaesthesia teeth or depression. The reporter commented: period of occurrence: (B)(6) 2013. (Female) patient¿s current status: catamenial migraines and persistent migraine attacks - nausea ¿ dry eye - difficulty focusing ¿ vaginal discharge ¿ loss of libido - candidiasis ¿ memory disturbance poor blood circulation. Concentration problems ¿ dental sensitivity ¿ depressive tendency. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.